Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) jaw was jammed. The procedure was completed as planned with no reported injury.